Event description:
It was reported that hour glass/no readings/sensor error was reported. The patient experienced no cgm (continuous glucose monitoring) readings which occurred on an unspecified after the sensor had been inserted (sensor location unspecified). On (B)(6) 2023, the patient was at home and called her endocrinology educator regarding a general inquiry about the dexcom device. The patient was experiencing symptoms of dry mouth, increased urination, and confusion. The cgm was not providing any readings (it is unclear how long the device had not been providing readings). It was not reported what the patient¿s last known cgm value was. The patient tested her bg (blood glucose) meter reading, and it was 400 mg/dl. The patient¿s endo educator called 911 for the patient. Once ems (emergency medical service) arrived, the patient bg meter reading ranged from 325-359 mg/dl. The patient was transported to the ER (emergency room). Once in the ER, the patient was still in a confused state. The patient had blood work and a urine test done. The patient¿s lab results showed her bg level ranging from 350-400 mg/dl. The dexcom device was still not providing any readings. The patient was treated with IV fluids, insulin, and was given a turkey sandwich to eat. The patient was discharged home the following day. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.